Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 300 mg/dl. The customer was wearing the insulin pump at the time that the event occurred but discontinued use. Nothing further was reported.

Manufacturer narrative:
Cracked reservoir tube lip noted during visual inspection. The insulin pump passed all functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.